Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain 103 (night drain #3) alarm was identified in the log. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2014 at 10:15:46. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: during the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The service history review revealed no previous service events that would cause or contribute to the reported problem. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.